Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of grasping section was partially missing. Both the probe tip and the grasping section had contact marks with each other. The tissue pad of the subject device was partially worn. When we closed the grasping section and activated seal mode, short circuit error occurred. The manufacturing record was reviewed with no irregularities noted. These types of the coating damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. It was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). It was known that reported error and contact marks occurred when the user kept activating output in the situation where the probe and the non-insulated area of grasping section became contacted, due to the worn tissue pad of the device. The instruction manual of the device has already warned as follows; a) if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. B) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatectomy, the subject device was used. In the procedure, seal short circuit error occurred frequently and the subject device could not be used. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the coating of grasping section was partially missing on september 25, 2017. It was not reported that the fragment of the coating fell into the patient.